Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has not used or charged her ipg in approximately 2 years due to unrelated health issues. It was noted the patient is no longer in possession of her external devices. As such, the sjm representative met with the patient and used other external devices and was unable to establish communication with the patient's ipg. The programmer also reflected a communication error. The patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action. Please note: date of birth is unknown. Also, the implant date, lot number, serial number, expiration dates are unknown. In addition, concomitant medical products and device manufacture date is unknown.